Event description:
It was reported that the distilled water system contained blood and the transparent cover was cracked. The event was noticed in the trauma surgery operating room. There was no reported patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a watchdog alarm. No contamination by blood or other particles was found. The housing had several cracks in the area of the water drain and was leaking. The water tank enclosure cover and housing were replaced.